Event description:
The plaintiff alleges that while working as a nurse was exposed to antigenic natural latex proteins in latex gloves, and that in 1999 plaintiff was diagnosed as being allergic to latex by dr. Plaintiff alleges that plaintiff has become sensitized to latex and may no longer work as a nurse at any medical facility or for any medical health service or in private practice and is now subjected to increased health risks. Plaintiff further alleges that plaintiff is subject in the future to one or more anaphylactic reactions to latex products. Furthermore plaintiff alleges that plaintiff has suffered substantial injury, pain and suffering, as well as economic loss, loss of wages, humiliation, anxiety, embarrassment, outrage, and other mental suffering and emotional distress. Finally, the plaintiff's spouse alleges that spouse has suffered the loss of support, services and companionship of spouse, loss of consortium.